Event description:
Customer reported that she received multiple no delivery alarms. Customer stated she disconnected and rewound the insulin pump and received a no delivery, she then changed the reservoir and alarm occurred again. Customer also changed the tubing. Customer was advised to disconnect and reconnect the tubing and reservoir; insulin exits the tubing at prime and the insulin pump did not alarm no delivery. Customer was assisted with changing the time. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.